Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos and video of the impacted oxiris set were provided. Visual inspection observed an external fluid leak from the access screwed connector. The reported condition was verified. The cause was most likely due to transportation or storage of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of an oxiris set, an external fluid leak was observed from the screwed connector due to a crack. There was no patient involvement. No additional information is available. .

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos and video of the impacted oxiris set were provided. Visual inspection observed an external fluid leak from the access screwed connector. The reported condition was verified. The cause was most likely due to transportation or storage of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of an oxiris set, an external fluid leak was observed from the screwed connector due to a crack. There was no patient involvement. No additional information is available. .